Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to emergency room after receiving vibratory patient notification alert, high out-of-range pacing lead impedance was observed. High pacing threshold was also noted. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.7cm was returned for analysis. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the patient was discharged from the hospital with no complications post-procedure.